Manufacturer narrative:
(B)(4). Concomitant product: p100510 permacol 5x10x1.00 x1, lot number: 07b09-1. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced recurrence, bulging, tenderness, hard/nodular tumor mass, scar tissue, loss of domain, loss of integrity of anterior abdomen, gangrene on the right scrotum, (B)(6), abdominal pain, pain, and lipoma. Post-operative patient treatment included revision surgery, resection horizontally-oriented unstable scar deformity/ redundant epidermis/ dermis/ subcutaneous tissue/ fascia within the rlq of anterior abdominal wall measuring, hernia repair with components separation rectus abdominus muscle flaps based upon the inferior epigastric and superior epigastric neurovascular bundles, tissue rearrangement, hernia sac removed, transposition of the rectus abdominus muscle flap for reconstruction of fournier¿s gangrene on the right scrotum, and medication.